Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found to be completely separated from the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A photographic image was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sponge was noted to be completely separated from the cap during the visual inspection. The reported condition was verified. The cause was undetermined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.